Event description:
It was reported this insertable cardiac monitor (icm) device was explanted due to complications. Boston scientific technical services (ts) received a call from the patient. The patient reported the icm device had been explanted due to constant pain and swelling. Attempts to gather additional information regarding the circumstances of the complications and the current whereabouts of the explanted icm were unsuccessful. No additional adverse patient effects were reported.